Event description:
Overdelivery reported. The pump was set to infuse lactated ringers at 150ml/h with a volume to be infused of 950ml. The intravenous container was started at 2330. When an rn checked the infusion at 0130, she noted that approximately 500ml had infused. The expected volume infused was 300ml. The display at the time indicated the correct infusion rate of 150ml/h and the pump showed a volume infused of 295ml. The pt spontaneously diuresed the extra fluid and did not experience any adverse effects. No additional info was available.